Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 506 mg/dl. The customer¿s blood glucose level was 505 mg/dl at the time of incident and current blood glucose level was 496 mg/dl. Customer¿s other blood glucose level was 132 mg/dl at the time of morning. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with emergency room, insulin pump and insulin drip. Customer reported that insulin pump had received a no delivery alarm. Customer stated that the insulin pump was not working. Customer also stated that the cannula was bent. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.